Event description:
The angiosculpt device was advanced through the sheath into the artery. The device was inflated and subsequently deflated. Upon attempting to remove the device, the device got stuck at the distal edge of the sheath. The device, sheath, and guide wire were removed from the pt. The case was terminated and no pt injury occurred.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The lot number was not provided by the hospital; therefore, the lot number and expiration date unk. The packaging was disposed by the hospital. The angiosculpt device was returned for eval. Visual examination confirmed a damaged balloon, scoring element, intermediate bond, and shaft. The transition tubing has been compressed and a slight overflow lifting was observed at the distal bond. The outer lumen broke at the distal shaft and accordion in the distal region. As a result, a portion of the inner member was left bare of the angiosculpt device. No portion of the angiosculpt device separated from the catheter. The device manufacture date is unk. The packaging was disposed by the hospital. An MDR is being submitted as a conservative measure for the distal bond overflow lifting. Based on the lab analysis, it is possible that the excessive exertion of force applied by the user could have caused the lifting of the distal bond overflow. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.